Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a retrorectus ventral hernia repair with mesh. The patient also underwent lysis of adhesions, bilateral posterior fascia release and panniculectomy. She had revision surgery 8 months post-surgery. The patient underwent recurrent ventral hernia excess skin. The patient experienced removal of mesh, scarring, fascia and adhesions. External contact is not available in gch.